Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
Correction: h6 clinical code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection identified an insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with this liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication of a causal or contributing deficiency or malfunction of any fresenius device(s) or product(s) as reported by a medical professional. This is further evidenced by the presence of a common nosocomial pathogen that readily transmits to susceptible patients such as the esrd population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a question for his on-call pd registered nurse (pdrn) regarding his peritonitis. Technical support attempted to call the clinic to see if they have the on-call information but they do not and only have option for a voicemail. The patient stated that he will try and find the number or call the clinic. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas aeruginosa in the culture and a wbc count of 5106/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient discontinued the ip vancomycin upon culture results but continued with ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from the event while on antibiotic therapy. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 61/mm3. It was confirmed, though the exact source of infection was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.